Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, while advancing the balance middleweight guide wire, using a doc extension, unusual resistance was noted due to anatomy and the distal wire had then separated into two pieces. The device had been advancing to the left coronary anatomy but had not yet made it to that location before the separation occurred. Snaring was performed, successfully removing the separated portion. Another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and core separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the anatomy resulting in the failure to advance. Manipulation against resistance ultimately resulted in the reported core separation. Additionally, the treatment appears to be related to the operational context of the procedure as the separated portion of the guide wire was removed using a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.